Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a small hematoma and bleeding at the impella site. Manual pressure and a fem stop were placed to resolve the issue. The patient also had thrombocytopenia. The patient was paced on heparin and veno-arterial extracorporeal membrane oxygenation. Proper pump position was confirmed using transesophageal echocardiogram. The patient was in stable condition.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Asae/minor bleed/hematoma: the cause of the access site adverse event was user related as the activated clotting time (act) was elevated at 300 at the time of the bleed. Device history review: the device passed all post sterile inspection checks.